Event description:
After the insertion of a perfix plug to repair a traumatic abdomen blunt force trauma (B) (6) 2008, I now am showing an elevated psa almost 3 points high...all kinds of pain in right lower quadrant leg, scrotum, and abdomen ..ongoing treatment of this with several doctors involved surgeons, specialists, etc. Perfix plug multiple visits since (B) (6) 2008.